Event description:
A consumer, who was hospitalized for chest pain in 2001, reported that during the hospitalization, consumer used 1 efferdent anti-bacterial denture cleanser tablet (potassium monopersulfate, na perborate monohydrate) for the first time to clean consumer's dentures. The following morning, consumer rinsed and brushed consumer's dentures and applied effergrip denture adhesive cream (carboxymethyl cellulose na, gantrez) as a denture adhesive, which consumer had used for years without incident. Immediately after inserting the dentures in consumer's mouth, consumer's throat and gums began to swell. Consumer's throat became itchy and hives occurred. A physician was called and in the interim, the consumer used consumer's epi-pen (epinephrine auto-injector). The anaphylactic reaction was treated with oral benadryl (dose unspecified) and the pt was intubated. Consumer's voice became "hoarse" as a result of the intubation. The use of efferdent anti-bacterial denture cleanser was discontinued. The event resolved within a few minutes. It is unknown if the use of effergrip denture adhesive cream was discontinued. As of 6 days following the event, the consumer was discharged from the hosp. Attempts are being made to follow-up with the treating physician for more info on the incident. The consumer's cardiologist reported that he had not been aware of this incident. He stated that it is unlikely that the pt's anaphylactic reaction was caused by the use of an oral topical agent like efferdent and effergrip. He stated that it is more likely that this reaction would occur in relation to a systemic agent. Based on the consumer's past use of effergrip denture adhesive cream from the same tube involved in this incident without any adverst event, it is unlikely that effergrip caused the event.